Manufacturer narrative:
During the repair of the handpiece, a broken glue bond was identified and repaired in the x/y axis. No patient impact.

Event description:
Hp was returned for servicing and was found to have broken bounds. No patient imapact.